Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the device was turned off prior to a revision surgery [see manufacturer report # 3004209178-2019-09491] and turned back on, on (B)(6) 2019. Despite the device being turned off, the patient felt the device turn on when he was at work and then turn back off. He does not know what date this happened, but it had to have been within two weeks of the report. The patient was unable to confirm if his patient controller was able to confirm if the device had turned on and off. There were no further complications reported or anticipated.